Event description:
The customer observed a falsely elevated alinity I free t4 result generated by the alinity I am processing module for a patient. The result was not released out of the lab. The sample was repeated, and a lower result was obtained. The following data was provided: sid: (B)(6): initial result = 47.5 pmol/l (lot#: 70400ud00); repeat result = 18.52 pmol/l (lot#: 70400ud00). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I free t4 result generated by the alinity I processing module for a patient. The result was not released out of the lab. The sample was repeated, and a lower result was obtained. The following data was provided: sid: (B)(6): initial result = 47.5 pmol/l (lot#: 70400ud00); repeat result = 18.52 pmol/l (lot#: 70400ud00) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and in-house testing of retained reagent kit. The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot: 70400ud00. Additionally, a review of tracking and trending data for the alinity I free t4 assay identified an increase in complaints. However, in-house performance testing was performed utilizing retained reagent kit of the complaint lot. All testing passed indicating the reagent lot is performing as expected. A review of the device history record did not identify any non-conformance's or deviations with lot number: 70400ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent, lot number: 70400ud00.